Event description:
The field service engineer (fse) indicated that the customer complained of erroneous results for 2 patient samples tested for creatinine plus ver.2 (crep2). The erroneous results were reported outside of the laboratory. Patient 1 initial crep2 result was 69 umol/l. The repeat result was 269 umol/l. The repeat result was considered to be correct. Patient 2 (date of birth of (B)(6) 2015) initial crep2 result was 45 umol/l. The repeat result was 155 umol/l. The repeat result was considered to be correct. No adverse event occurred. Patient 1 was tested with crep2 reagent lot 611409 with an expiration date of 11/2015. Patient 2 was tested with crep2 reagent lot 613499 with an expiration date of 02/2016. The field service engineer (fse) indicated the amount of cell blank water in the analyzer was not acceptable. The cell blank water level was adjusted. After this adjustment, quality controls (qc) were run and were acceptable. On an additional site visit, the fse also identified fluid on the cuvettes and that the tubing did not vacuum the fluid. The tubing was not on the vacuum bottle. The tubing was fixed and cleaned. The analyzer was checked and qc was run again and was acceptable.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The field service engineer (fse) found sporadically overfilled cells, caused by a broken vacuum tube. The fse corrected the vacuum tube and confirmed the system was running within specification. The customer has had no further issues with erroneous results.